Event description:
It was reported that the ventilator's turbine module malfunctioned. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The only information received regarding this complaint is the reported event. No information of replaced part has been received and no device logs has not been received. It was reported that the turbine was malfunction and that it needs replacement to solve the issue. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
Manufacturers ref: (B)(4).